Event description:
It was reported that during an ureteroscopy with laser lithotripsy for kidney stone extraction, the laser fiber broke while in use inside the patient and it had to be retrieved with a basket. The procedure was successfully completed using original method and/or device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during an ureteroscopy with laser lithotripsy for kidney stone extraction, the laser fiber broke while in use inside the patient and it had to be retrieved with a basket. The procedure was successfully completed using original method and/or device. There were no patient complications.